Event description:
Customer states that his meter is reading 6.0 mmol/l. States that he was adjusting settings and noticed something was wrong. Custoemr did not call bayer till 4 days later. Customer realized meter was low, but thought he adjusted something wrong. Customer is a male. Customer unaware meter was set in mmol/l. Meter was set to correct unit of measure. No adverse event was alleged due to incorrect unit of measure. No product being sent or returned.